Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to customer's infusion site infection. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported by a nurse the patient was hospitalized due to an infection at the pod's insertion site. When the pod was removed, an abscess had formed on the patient's arm. Additional information regarding treatment and hospitalization is unavailable.